Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 47.0cm was returned for analysis. External insulation abrasion was noted at 7.2-8.2cm, 8.2-9.0cm, 14.3-15.1cm, 30.5-31.1cm, and 32.8-33.2cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 38.8-39.0cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 6.7-7.2cm from the distal tip. Insulation damage was noted at 31.1-32.3cm from the distal tip consistent with clavicle crush damage. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.4-8.0cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that externalized conductors were observed on the right ventricular lead. The lead was explanted and replaced.